Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/asked but unavailable (asku). Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 4581 sub-optimal results. An attempt has been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric monofocal intraocular lens (iol) was explanted from the patient's operative eye due to trifocal non adapt. Through follow up, visual acuity pre-operatively (op) and post-op were provided. Visual acuity pre-op (pre-initial implant): cdva: 20/40-2, visual acuity post-op (post-initial implant):udva 20/40-1, and visual acuity post-op (post-replacement):ucva 20/20. The patient outcome was not provided. No further information was received.

Manufacturer narrative:
Correction: upon further review, it was noted that the following was inadvertently not populated, therefore, it is captured in this filing. There was no vitrectomy, incision enlargement, or sutures required. There was no delay in procedure. Another johnson & johnson lens, model dfw225 25.5 diopter was implanted as a replacement. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.